Event description:
It was reported that the customer changed her settings on the insulin pump. Customer could not get her blood glucose level down for a week. Customer stated that her doctor is out of the country. Customer's blood glucose level was 420 mg/dl. Customer feels nauseous and treated with a bolus. Customer was at 380 mg/dl and took a huge bolus. Customer stated that it is inconsistently working since she took a shot the other day. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test. Alarm history was reviewed and a low reservoir alarm and low battery alarm were found. Customer did not have a tubing clamp and will be sent one. Customer will need to call back once it is received in order to complete troubleshooting and to finish the high pressure test. Customer hung up before shipping information could be verified. Customer stated that she would call back and hung up. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).